Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out and partly torn. The manufacturing record was reviewed and found no irregularities. A likely mechanism causing the reported event might be the following: the ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely. The above device handling has warned in the instruction manual.

Event description:
We received the following report from the customer. *during a laparoscopic procedure, the subject device was used. An unspecified error occurred in the procedure and the device became unable to output. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On february 25, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn and the metal part under the pad was exposed.